Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify motor error alarm, failed battery test alert and rewind anomaly due to blank display. Device received with stripped battery cap coin slot. Motor passed motor test.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. Customer¿s blood glucose was unknown. The customer reported that insulin pump was rejecting new batteries, random no delivery alarms, motor errors, wear and tear on battery cap, rewind was louder and belt clip was broken. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.